Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that reported that during dwell 2 of 4 there was a scale reading error warning noted on the machine. The patient¿s treatment was discontinued at that time. The treatment data indicated that there was an overfill event during cycle 1. The overfill event was indicated due to the drain being 5521 ml, which is 240% of the 2300 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up, it was reported by the facility that there was no harm, intervention or adverse event due to the overfill. The patient received a new cycler which is working well. The pd therapy is without issue at this time. The cycler was reported to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that reported that during dwell 2 of 4 there was a scale reading error warning noted on the machine. The patient¿s treatment was discontinued at that time. The treatment data indicated that there was an overfill event during cycle 1. The overfill event was indicated due to the the drain being 5521 ml, which is 240% of the 2300 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up, it was reported by the facility that there was no harm, intervention or adverse event due to the overfill. The patient received a new cycler which is working well. The pd therapy is without issue at this time. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information: h.10. The additional information from the follow up 1 MDR was found in d.9., not d.10.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that reported that during dwell 2 of 4 there was a scale reading error warning noted on the machine. The patient¿s treatment was discontinued at that time. The treatment data indicated that there was an overfill event during cycle 1. The overfill event was indicated due to the drain being 5521 ml, which is 240% of the 2300 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up, it was reported by the facility that there was no harm, intervention or adverse event due to the overfill. The patient received a new cycler which is working well. The pd therapy is without issue at this time. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The load cell verification passed. Go/ no go check passed. The internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. Mushroom head heck passed. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.